Event description:
It was reported, approximately one month after implant, the patient's right atrial (ra) lead dislodged. The lead was repositioned. However, one day post-operative lead revision, the patient's ra lead dislodged again. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
The patient is enrolled in the wrap-it clinical study.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).